Event description:
Reporter indicated that patient underwent vns therapy system explant surgery due to suspected lead break. Both the lead and generator were explanted. It was reported that the patient manipulated the device through the skin and that the explanted lead wires were subsequently twisted. Analysis of returned product confirmed partial breaks on both lead coils at approximately 27 and 29cm from the connector boot, a break on the negative coil at approximately 29cm from the connector boot, and breaks in both lead coils at approximately 31cm from the connector boot. The appearance of the broken coil wires is characteristic of a stress-induced fracture by a rotational or twisting motion.